Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/17/2018 returned test strips produce low readings. Most likely underlying root cause of low results are due to improper storage of test strips: strips left outside of vial for an extended period of time. Test strip (B)(4). Note: manufacturer contacted customer on 5/14/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo and low blood glucose test results. The customer is concerned with tests results from results obtained of lo, 27, 20 and 26 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 26 mg/dl and 31 mg/dl using truemetrix air meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018; customer just received the test strips on 05/06/2018. Customer stated that he has another meter that he can use to test with until he receives the replacement product. The meter memory was reviewed for previous test result history: (B)(6).